Manufacturer narrative:
The exposed soft cannula of the received pod was found to be kinked with pinched distal tip. It could not be conclusively determined when this damage to soft cannula occurred. . Pod download data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin during operation. After investigating the pod, no tear was found along the complete fluid path that would cause any leakage of insulin from the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels exceeded 250 mg/dl while wearing the pod between 4 and 24 hours. The pod was soaked with insulin. When removed from the infusion site (leg), the pod's cannula looked kinked/bent. As treatment, a new pod was applied.